Manufacturer narrative:
A ge rep evaluated the sys and could not duplicate reported problem. Sys operates as intended.

Event description:
Customer reported, that the sys had no input signal to the left monitor. No pt injury was reported.